Event description:
Procedure: knee poly exchange revision due to infection. Infection is localized to the knee. Primary procedure on (b)(60 2014. Patient presented with swollen knee. Surgeon opened the knee and undertook a wash out, pus was evident. Liner was exchanged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the devic e history records did not reveal any anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.